Event description:
It was reported that a patient underwent a laparoscopic abdominal wall reconstruction on (B)(6) 2014 and mesh was used. Prior to the procedure, when the scrub nurse opened the foil to retrieve the mesh, it was noticed that there was a hole in the foil. The procedure was completed with another like device. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A visual inspection was performed. It was noted that there was a tear is in the foil pouch.